Manufacturer narrative:
This is a combination product. Based on the results of the investigation and the information provided, it is possible that the foreign material might not have been removed due to improper reprocessing caused by leakage from a deformed electrical connector. However, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The instruction manual states the detection method associated with the event in "operation manual chapter 3 preparation and inspection ", and preventative measures in "reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures". Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited foreign material within the light guide lens. There were no reports of patient involvement.